Event description:
It was reported that the alarm was not working on the pneupac ventilators ventipac. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one pneupac ventilators ventipac was received for evaluation in used condition. Upon visual inspection, it was found that the relief alarm knob was missing and manometer was off center. The faceplate was also found to have been bent, indicating the device had been dropped. An initial check was performed by powering on the unit. The power sequence was completed with the exception of audible alarm, which confirmed the customer reported complaint. The alarm board was found to be damaged. Glue was found at alarm board plug connector, indicating that an attempt was made by customer to repair it. Once the alarm board was replaced, the front panel straightened, and manometer was centered to proper orientation, the device was tested to and passed all functional tests. User interface was noted to as the event problem source.